Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of a common femoral vein using the pre-close technique via an 8.5f sheath hole prior to a paroxysmal atrial fibrillation (paf) procedure. The sutures of two proglide devices were successfully placed. The sheath remained 8.5f and the paf procedure was completed. Reportedly post procedure, a suture break occurred with the suture of the first proglide device during knot advancement. Hemostasis was achieved with the suture of the second pre-placed proglide device. A short-time of manual compression was applied only as a precaution. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.